Event description:
At about 8 months after primary, the patient came in reporting pain due to a ruptured patella tendon and the cause is unknown. The surgeon performed patella tendon repair and revised all components to hinge components. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 16-jul-2024. Gmk-sphere 02.12.e003rp patella resurfacing size 3 e-crosslot 2311197: 110 items manufactured and released on 05-sep-2023. Expiration date: 2028-08-21. No anomalies found related to the problem. To date, 89 items of the same lot have been sold with no similar reported event during the period of review. Other devices involved in the event: batch review performed on 16-jul-2024. Gmk-sphere 02.12.0024l femoral component sphere cemented size 4+ l lot 2307467: 107 items manufactured and released on 06-jul-2023. Expiration date: 2028-06-12. No anomalies found related to the problem. To date, 88 items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 16-jul-2024. Gmk-sphere 02.12.e0513fl tibial insert fixed sphere flex size 5/13 mm l e-cross lot 2119158: 25 items manufactured and released on 03-mar-2022. Expiration date: 2027-02-20. No anomalies found related to the problem. To date, 10 items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 16-jul-2024. Gmk-sphere 02.07.1205l tibial tray fixed cemented size 5 l lot 2305877: 24 items manufactured and released on 27-jun-2023. Expiration date: 2028-06-10. No anomalies found related to the problem. To date, 23 items of the same lot have been sold with no similar reported event during the period of review.